Event description:
The caller reported that the blood glucose device gave a lower than expected reading during a hyperglycemic event. At 9:00am the customer felt dizzy, nauseous, and was unbalanced, the customer did not test their blood glucose at this time. At 12:03pm the customer was still experiencing the elevated blood glucose symptoms and received a blood glucose result of 79 mg/dl. The husband called the emt's at 1:00pm and they arrived by 1:15pm. At 1:43pm the emt's tested the customer's blood glucose using her meter and received a result of 125 mg/dl. The customer stated that she does not recall what the emt's reading was, but that the result was lower than her meter. The emt's treated the customer with an unknown pill, placed under her tongue for nausea, and hooked her up to an EKG machine. The customer was transported to the hospital and arrived around 2:00pm. The hospital tested the customer's blood glucose and received a result of 313 mg/dl at 2:15 mg/dl. The hospital treated the customer with 16 units of humalog insulin. The customer felt better within 30 minutes of treatment and was discharged at 10:30pm with a reading of 224 mg/dl.